Event description:
A clinical engineer reported the sys shut off on its own prior to a case. He advised the sys would start and shut off like it had a short. They got the sys to boot up properly and performed their cases for the day without any additional issues.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).